Event description:
It was reported that during an unk procedure, it appears that the sled in the housing has pushed out upon the attempt to fire the instrument. There were no pt consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.